Manufacturer narrative:
Refers to the main device, other components include: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative (rep) regarding a patient who was receiving 1000 mcg/ml baclofen at 113 mcg/day and 11.5 mg/ml dilaudid at 1.3 mg/day via an implantable pump for intractable spasticity. On (B)(6) 2016, it was reported that the patient was experiencing a return in spasticity, difficulty walking, and mild withdrawal symptoms. The patient underwent a normal refill, but was admitted to the hospital for evaluation. The patient denied any falls. A dye study was performed on (B)(6) in the operating room, followed by a CT scan. Both seemed to show a patent catheter. The hcp was able to aspirate the catheter easily before the dye was administered. On (B)(6) 2016, it was reported that the patient seemed to be doing better following the dye study and was sent home without a problem. The rep reported that the hcp did not know the cause of the symptoms. The patient was reportedly still on low dose oral baclofen and, as of (B)(6) 2016, was returning to baseline. The patient's medical history included primary lateral sclerosis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.